Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise which was oversensed and resulted in an inappropriate shock. A boston scientific technical services consultant reviewed the device data and discussed potential reasons for the clinical observations and troubleshooting. The caller changed the vector to primary and the issues was resolved. No adverse patient effects were reported.